Event description:
It was reported, that this right atrial (ra) lead exhibited high out of range impedance measurements, noise, oversensing. And inappropriate atrial tachy response (atr) episodes. The patient experienced dizziness. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).